Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including disassembling, inspecting, cleaning and reassembling the kit and tubing set; confirming no milk backup had occurred; verifying correct kit components were being used and washed according to our instructions for use; verifying breast shield fit; and verifying correct user positioning. The troubleshooting did not resolve the issue. A replacement device was sent to the customer and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 5/10/2022, the customer stated that she went to the emergency room and was diagnosed with mastitis for which she was prescribed an antibiotic. Additionally, she stated that the replacement pump is working well and the mastitis is resolved. The device was evaluated on 05/25/2022 with the customer's parts and the suction was high and it was noted that there was an odor coming from the pump. Human milk residue was found in the motor aggregate, housing, chassis, manifold, solenoid and on the kit parts, along with liquid damage to the pc board. Based on the results of our internal investigation (reference number (B)(4)),it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2022, the customer alleged to medela llc that she had low suction on her pump in style max flow and is also having milk back up into the tubing. Additionally, the customer alleged that she had mastitis.